Event description:
In 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk ipsilateral leg component was placed 1 cm distal to the renal arteries, followed by an aortic extender to address a proximal type I endoleak. During ballooning, the aortic extender moved proximally and covered a renal artery. Attempts to move the device distally or insert a renal artery stent were unsuccessful. The pt is stable with no further complications.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specs. Add'l devices: pxa280300/06262029.